Event description:
Per report, after the successful deployment of a 26mm sapien valve via the transapical approach, the valve position was 50:50 and was functioning fine; there were no complications during the procedure. The patient aortic annulus diameter was reported to measure 24.6mm and had severe calcification. On the next day a routine follow up echocardiogram was performed. The echocardiographer reported that the valve had slightly moved towards the ventricle. Later that day, the patient was taken back to the or for an open avr and left the or in stable condition.

Manufacturer narrative:
Updated with the patient medical history. Additional information from the explant procedure operative report: 2 days after the implantation of the 26mm sapien valve the patient was taken back to the or for an emergent redo sternotomy and redo aortic valve replacement using a 25mm carpentier magna ease surgical valve. The patient went into cardiac arrest while dissecting the heart after the redo sternotomy was performed, before placing the patient on bypass. A tee revealed ischemic cardiomyopathy with a low positioned sapien valve that was below the native leaflets, but still in the annulus and not in the lv cavity. After cardioplegia the aortic valve was examined. The surgeon reported that the sapien valve had migrated very low towards the lv, but still was in place and the native valve was covering the sapien valve. The sapien valve was then removed. The native aortic valve showed some calcification with significant stenosis and fibrosis of the aortic valve leaflets, which were non-compliant. The native valve was resected and replaced with a 25mm surgical valve, which was placed in good position and was functioning well. The patient had poor rv and lv function coming off pump so an iabp was placed. Once this was done he came off pump slowly. Per report, the patient tolerated the procedure well and was transferred to the ICU in stable, but critical condition. The patient was discharged to home 19 days later. Per the instructions for use (IFU), device migration or malposition requiring intervention is a potential risk associated with the use of the bioprosthesis. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case the cause of the reported valve migration cannot be confirmed; however, the surgeon described the native valve as having ¿some calcification with significant stenosis and fibrosis¿. The sapien valve is indicated for use in patients with severe symptomatic calcified native aortic valve stenosis. It appears that the migration may have been related to less-than-severe calcification of the native aortic valve. There was no allegation or indication that the reported events were related to a device malfunction associated to a manufacturing defect. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.